Manufacturer narrative:
Analysis of the lead with serial number (B)(4) found that there was no significant anomaly. The stimulation lead body outer insulation was melted. Analysis of the lead with serial number (B)(4) found that the stimulation lead body conductors were broken at the titan anchor site. All conductors were broken 16.3 centimeters from the distal end.

Event description:
It was reported that after device replacement, high impedances were noted. Contacts 9 and 11-15 were greater than 10,000 ohms. The patient was reporting stimulation was only on the right side, whereas the majority of the pain is on the left. Orders were given to try and reprogram at the post-operative appointment. On 2014 (B)(6), it was noted that the lead was fractured. 8-15 were all now over 10,000 ohms. Reprogramming had been done but right sided coverage could not be obtained with 0-7 contacts. Right side pain was noted. A lead replacement occurred on 2014 (B)(6). It was noted that the functioning lead was cauterized so both leads were replaced. There were no injuries noted and the patient recovered with no sequelae. Post-procedure, the patient had good relief. See MFR 3004209178-2014-20535 for the replacement of the prior device.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3550-39; product type accessory product ID 3550-39; product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Correction. After further review, the analysis results for the leads were inverted (analysis was switched to the opposite lead). As a result, analysis of the lead with serial number (B)(4) found that the stimulation lead body conductors were broken at the titan anchor site. All conductors were broken 16.3 centimeters from the distal end. Analysis of the lead with serial number (B)(4) found that there was no significant anomaly. The stimulation lead body outer insulation was melted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 97754, serial# (B)(4), product type: recharger; product ID: 3550-39, serial# unknown, product type: accessory; product ID: 3550-39, serial# unknown, product type: accessory. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with a neurostimulator for spinal pain and for lumbar radiculopathy. It was reported that shortly after the implant of her last implantable neurostimulator, it was not working right, the therapy was not working, and testing determined that there was an issue with one of the leads and that it was not connected anymore. A replacement took place on (B)(6) 2014. There were no further complications reported or anticipated.